Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was being done when the suture broke (removal from package / during passage through tissue? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Procedure name and date? No further information is available. Lot number? No further information is available. Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, part of the suture broke that was in packaging and use was stopped. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that a paper lid and a winding former with three needle-sutures and for sutures pieces partially dispensed of product code pdp777d were received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area was noted to be as expected, the suture pieces were observed with a lineal cut possibly from a surgical instrument. The functional test could not be performed due to the condition of the sample received. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown.